Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They clarified that 'it did not feel like it was in the right place" was in reference to the stimulation sensation being closer to their vagina; it was not a reference to a placement or migration issue. When asked if stimulation sensation was ever felt outside of the intended bicycle seat area, they responded, "yes, my private area." When asked about the cause of this, they stated that the cause was determined: "nothing caused it, it just did it." The patient noted that they "did not do anything for it to change, but it's better now." The issue had been resolved.

Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/pelvic floor. It was reported that the patient was looking for assistance with their implant. They said it did not feel like it was in the right place. They were given the phone number and hours for the manufacturer help line, as they were closed for lunch and could not be transferred at the time. The issue was not resolved at the time of the report. Two days later, they reported they were having bowel leakage and also felt like the stimulation sensation had moved closer to their vagina which they described as the "wrong spot." It was discussed it was normal to feel stimulation within the pelvic floor, and the patient reported they could still feel it in the rectum, but now they additionally felt it in the vagina. They denied any falls/traumas, and said they had been taking it easy. The patient increased amplitude higher, but it was painful, so they decreased back down to a comfortable level. The circumstances that led to the reported issue were unknown. Expectations regarding stimulation sensation as well as program theory w ere reviewed, and it was recommended they consult with their managing physician before changing programs as well as to discuss therapy concerns. They noted they had an appointment scheduled for next month. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. They stated the problems started one day last week.